Manufacturer narrative:
(B)(4). The serial number on the returned sample is cl41012. Returned for investigation was a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number on the returned sample. The sample was returned in a cardboard box and was loosely packed within the original packaging carton/tray. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. The peel-away sheath was on the iabc. The stylet was fully inserted with the iabc. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0065in-0.0068in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The stylet was removed from the iabc central lumen without any difficulty. The catheter's central lumen was successfully aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane. Under microscopic inspection, a puncture/cut on the iabc bladder, consistent with contact from a sharp object, was noted at approximately 4.7cm from the iabc distal tip. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "balloon could not be fully inflated" is confirmed. During the investigation, a puncture consistent with contact from a sharp object was found on the iabc bladder which can cause the reported complaint. No other leaks were detected during functional testing. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the complaint is undetermined, a potential root cause is customer handling. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported "after inserted, fluoroscopy using x-ray revealed that the intra-aortic balloon could not be fully inflated during inflation, and after withdrawal, the catheter was found to be broken and leaking. The catheter was replaced on fluoroscopy and inflated completely". The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Event description:
It was reported "after inserted, fluoroscopy using x-ray revealed that the intra-aortic balloon could not be fully inflated during inflation, and after withdrawal, the catheter was found to be broken and leaking. The catheter was replaced on fluoroscopy and inflated completely". The second catheter was inserted into the same insertion site. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4)